Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence leading to the procedure. During the surgery the physician identified cuff erosion. There were no device malfunction associated with the explanted aus. The patient did not experience any further adverse events and was said to have had an excellent outcome. No more information available through physician. Should additional information become available, it will be provided.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence leading to the procedure. During the surgery the physician identified cuff erosion. There were no device malfunction associated with the explanted aus. The patient did not experience any further adverse events and was said to have had an excellent outcome. No more information available through physician. Should additional information become available, it will be provided.

Manufacturer narrative:
E1, h2, h6, h10 field change product investigation completed. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.